Event description:
It was reported to boston scientific corporation that a zero tip¿ stone retrieval basket was used during a cystoscopy/right ureteroscopy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, while the stone was inside the basket the device broke off in the right ureter. The detached tip was successfully retrieved by the physician. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Visual evaluation of the returned device found that the basket was detached at the splice cannula and was bent. All the basket wires were present and intact. The outer sheath was kinked in several locations. The sheath was also twisted/buckled along the working length. A functional evaluation was performed, and the handle actuated smoothly. It was not possible to determine the amount of force exerted on the device to cause the basket to detach. During manufacturing, the devices are 100% inspected for functionality/integrity. Therefore, the most probable root cause for the complaint is operational/physiological context. A review of the device history record (DHR) found the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified batch. A labeling review was performed and no anomaly was found.

Event description:
It was reported to boston scientific corporation that a zero tip stone retrieval basket was used during a cystoscopy/right ureteroscopy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, while the stone was inside the basket the device broke off in the right ureter. The detached tip was successfully retrieved by the physician. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.